Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2013 and (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a transabdominal isthmic cerclage to treat an incompetent cervix on (B)(6) 2007 and ¿mersilene tape¿ was utilized.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient experienced bleeding, beginning in (B)(6) 2012, which increased and the patient had an exploratory surgery on (B)(6) 2013, diagnosing vaginal erosion. The patient underwent a revision and a total laparoscopic hysterectomy and left salpingectomy on (B)(6) 2013 due to hematuria. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.